Event description:
A malfunction on the pump was reported. There was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support to reset the pump, and the malfunction did not recur after resetting. Customer was advised to continue using the pump and to call back if any issues persisted.